Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs, pff and medical records received. Pfs has no allegation for the second revision. Ppf alleges loosening of stem after the first revision. After the review of medical records for MDR reportability, it was reported that the patient was revised to address femoral stem loosening. Revision notes reported a bowed and deformed femoral canal, the stem, head and liner were removed. Doi: (B)(6) 2010; dor: (B)(6) 2017: right hip. See (b)(64 for the 1st revision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.